Event description:
Pharmchem device was placed on my arm by my probation officer to determine rather or not I use drugs on (B)(6) 2017. Since then two times the results came back positive for cocaine I've never in my life used this drug nor have I ever used any other hard drug. I am a diabetic with several medical conditions this device is putting people in jail and causing them to lose their children. I am devastated and severely depressed. I have children and this inaccurate device is ruining my life! Pharmchem has recent us court rulings finding the device to be unreliable due to environmental contamination, but after this device being placed on my arm a none user of adulterants I believe there is a more severe problem with this product. After research, pharmchem only targets people on parole. Furthermore it is a highly sensitive product which is easily able to pick up very small amounts of drugs even from currency, which means it can very well give false positives in their exposed laboratories and employees which the company itself has encountered but failed to address the problem the federal and state probation offices is this companies main target and businesses this company needs to be banned of this bogus product.